Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the hospital for a device upgrade procedure. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. After a device software download, normal device function resumed. The device was exposed to electrocautery and was replaced with a defibrillator. The patient was in stable condition and would continue to be monitored.